Event description:
Zhang h, liang s, lv x. Proof-of-principle for avm embolization complications caused by the proximal occlusion technique using onyx: a theoretical basis for ante-grade drifting technique. Neurology india. 2022;70(4):1443-1447. Doi:10.4103/0028-3886.355140. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to analyze the complications of the standard proximal plug technique in arteriovenous malformations (avms) embolization by onyx and promote ante-grade drifting technique for avm embolization. Seven publications reporting complications of avm embolization by onyx were identified and reviewed, as well as commentary by the authors using a novel ¿ante-grade drifting technique.¿ the following intra- or post-procedural outcomes were noted:  - they experienced two cases of onyx extravasation during onyx embolization. No resistance was presented to the plunger of the syringe in these instances. Immediate contrast injections demonstrated no bleeding, presumably because the material had sealed off the putatively rupture site.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx. G2: citation: authors: zhang, h., liang, s., lv, x.. Proof-of-principle for avm embolization complications caused by the pro ximal occlusion technique using onyx: a theoretical basis for ante-grade drifting technique. Neurology india 70(4):1443-1447 2022. Doi:10.4103/0028-3886.355140. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. See manufacturer report # 2029214-2023-01087 for another event from this article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.